Event description:
The customer reported non-descript "problems" with steam sterilizers. The customer also reported an increase in infection rates and was concerned that the 2 issues might be linked. This office was first made aware of this event 10/22/2002.